Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited rising thresholds, high thresholds, no capture, and high impedance. The lv lead vector was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.